Event description:
It was reported that multiple intermittent malfunction alarms occurred reportedly, customer reverted to using new pump for insulin therapy. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.